Event description:
Pt went to dr for routine prothrombin time test. Test performed on suspect device was 10.7 seconds. Pt had symptoms of coughing up blood, dark stools, abdominal pain and hematuria. Pt was advised to go to hospital. Pt returned home and then came back to dr in the afternoon. Pt then went to hosp where prothrombin time test was 130 seconds.